Manufacturer narrative:
The complaint received states that during an interventional procedure in the sfa (superficial femoral artery) a savvy long balloon burst and separated. There is no patient or lesion specific information available. There was no report of retrieval of the separated portion. There was no report of injury for the patient. The cordis corporation distributes this device and as such the original manufacturer, clearstream, is responsible for the analysis and reporting of the complaint. Per clearstream: as part of this investigation the manufacturing documentation for this lot was reviewed and no anomalies were recorded in the lot history record. As the product could not be returned for analysis the root cause of this failure mode could not be determined. This failure mode will be fed in clearstream's post market surveillance procedure and further analysis will be carried out if a similar complaint of failure is received. The complaints of burst and separated could not be confirmed due to lack of product return. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the limited information does not suggest what other factors may have contributed to the reported events. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.

Event description:
The savy balloon ruptured and detached. The distal part of the balloon remained in the patient at the superficial femoral artery. There was no harm to the patient.